Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incdient could not be conclusively determined.

Event description:
It was reported that the patient was shocked in an ambulance three times and was unable to connect to their ipg since. Surgical intervention was undertaken and the ipg was explanted and replaced.